Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with bilateral non-granulomatous anterior uveitis in both eyes (ou). The date of treatment was (B)(6) 2017 and the date of discovery was (B)(6) 2017. The patient¿s chief complaint was of photophobia and non-symptomatic. Topical steroid dosage was increased to resolve the symptoms. Pre-op; best corrected visual acuity (bcva) from (B)(6) 2016: right eye pre-op 20/25 -2.00 x -1.75 x 178, left eye pre-op 20/25 -1.75 x -2.25 x 10. Post -op; bcva from (B)(6) 2017: right eye post-op 20/25 .00 x -.50 x 77, left eye post-op 20/20 -.25 x .00 x 90.